Event description:
Ran a blood gas on patient and co2 numbers did not match to the co2 output showing on the anesthesia gas machine. Ran the sample two more times to determine if results differed and still saw a 10 unit differential between patient reading and gas machine reading. Called anesthesia technician who replaced the machines co2 module and defend water trap on the machine. Numbers then matched to patient. This error was only caught because attending decided to run labs on patient. This could have held huge risk to patient if we continued to leave the co2 setting on machine as is. Notified biomed and ge for follow-up.